Event description:
It was reported that an ilet user experienced difficulty charging the pump, with a blinking light on the charger indicating the device was not charging until the pump was oriented with the screen facing up and a solid green charger light was present. Customer care provided assistance that included user troubleshooting and education. Investigation of this case revealed user technique as the cause, with device function restored when used as directed. No symptoms and no adverse clinical effects reported. Outcomes included normal device use after education. It was concluded that the device operated within specifications and no device malfunction occurred.